Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncopal attacks. Upon interrogation, the pulse generator exhibited loss of output. The device was explanted and replaced. The patient was in stable condition.